Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has 3 alarms high fill pressure, autofill failure and maintenance code #2. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse could not duplicate the exact error reported during clinical app initial testing. While performing checklist test in the service menu, did verify that the x1 and atmospheric offset values would intermittently register "xx". Also the x2 transducer would have large fluctuations in value. Noticed that the autofill calibration would consistently fail. Made an attempt to calibrate transducers, buthe x2 transducer would not stabilize. Fse replaced the drive manifold (0104-00-0018) and noticed that the x2 drive transducer became stable, no abnormal fluctuations. Performed shuttle, atmospheric, and drive transducer calibration. Verified that the values were in proper range and stable. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The maquet failure analysis and testing dept.(fat) received part number 0104-00-0018 manifold, drive with a reported unit failure of autofill failure and maintenance code 2. Maquet failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 manifold, drive into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat dept. Proceeded to boot the cs300 into clinical mode. After the self-test was completed, the fat could not verify the maintenance code # 2 on the display. The fat proceeded to perform an autofill. An autofill could not be completed. The fat then booted the cs300 up to perform a k6, k6a, k7, k8 leak test. The k6, k6a, k7, k8 leak test failed the #2 test. The drive manifold failed testing. Retaining the drive manifold in the fat dept. Per procedure.